Event description:
Consumer complaint of e-3 error; test strip error. Test strip lot MFR's expiration date is 10/31/2016 and open vial date is not verified. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips eval determined defect found with lo results. Most likely underlying root cause of malfunction: improper storage of test strips in high humidity areas. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).